Event description:
It was reported that the devices was used during a laparoscopic procedure. A reload cartridge had dislodged into the patient. The reload was recovered without extending the incision. There was no further consequence to the patient.